Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The unspecified target lesion was highly calcified. While advancing the 2.5 x 12mm promus element,mr stent delivery system the proximal end of the stent buckled on the calcified lesion. This device was removed and the lesion was dilated with a non-compliant balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).